Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of stapler 45 instrument would not open. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The stapler 45 instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection found no damage. The instrument was tested on an in-house system and found the instrument clamped, unclamped and fired successfully. The instrument moved intuitively with full range of motion in all directions. The logs were not displayed. The instrument was unused and fully functional. No product issue was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. The technicians are trained to inspect instruments during assembly for cleanliness and functionality before sterilization. The staff was hopeful that this happened.

Event description:
Refer to h11 for follow-up information.